Event description:
This report is for air in the patient line. The customer contacted baxter's technical service center to report an issue of low drain volume alarm which occurred on home choice (hc) during initial drain. The baxter technical representative (tsr) had the home patient (hp) check lines for kinks, occlusion, air bubbles and fibrin. The hp stated that there were air bubbles in the patient line. The tsr asked the hp if he had disconnected during initial drain, the hp stated yes. The tsr assisted the hp to end therapy. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The 510k number will not be provided in the emdr, because the product and lot number are unknown. The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This report of a low drain volume alarm was not confirmed and the cause was undetermined. Baxter will continue to monitor similar reports to determine if further actions are required. Additional investigation is being conducted through (B)(4).